Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes of oversensing that were indicated to be due to myopotentials. Noise was also noted on the right ventricular (rv) lead. The patient was indicated to be hospitalized, and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.